Event description:
It was reported by the rep the device was during an unknown procedure. It was reported the pmw35 was used for skin closure. The staples were falling out of wound when pts are in post-op. There was no consequence to the pt.